Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent was deployed at 16 atmospheres (atm); however, a distal edge dissection was observed. A 3.0 x 15 mm xience v stent was used to treat the dissection successfully and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.